Manufacturer narrative:
Device used for treatment, not diagnosis. Additional brand name: univ-handle f/drillsleeves. (B)(4). Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the orothokit has one broken screwdriver handle and the shafts of three screwdrivers do not hold the screws properly anymore where they have been worn down with high use. No information available if this was detected during surgery or not. This complaint involves 4 parts. This report is 1 of 4 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update additional information received 23. Feb 17: the event happened inter-operatively during surgery on (B)(6) 2017. There was a delay in surgery ¿ unknown how long. The surgery was successfully completed. No fragments removed from the patient, this complaint is regarding faulty instruments.